Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigators were unable to duplicate the original no power complaint. The review of the black box data revealed no unexplained power reboots. The pump was run on a 24 hour basal program using the returned battery cap and there were no interruptions in power duplicated during the investigation. The pump was opened up and an inspection performed on the power circuit with no defects found. In addition, no internal moisture was found. The battery compartment was cracked in two places. The returned battery cap was able to securely attach to the pump. Unrelated to the original complaint, the pump case was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.